Event description:
The hernia spacemaker balloon failed to open/inflate properly. This was noted prior to use on the patient. We are unable to determine which balloon (balloon trocar vs. Dissection balloon) failed to inflate due to information not provided. Manufacturer response for surgical instrument, covidien (per site reporter). Manufacturer's response is unknown at the time of the report. The device was given to the vendor rep that was present during the procedure.